Event description:
The account alleges the brakes are not holding. No injury reported.

Manufacturer narrative:
The account adjusted the brakes but the issue remains. No further info is available on the repair of the bed at this time.